Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: one broken striated on the radius. Based on the device analysis the final assessment is: one broken striated on the radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.